Manufacturer narrative:
This investigation is on going.

Event description:
It was reported that this subcutaneous electrode oversensed the t-wave resulting in an inappropriate shock. The patient was brought into the clinic and x-ray imaging confirmed that the electrode had dislodged just below the left diaphragm. The physician suspects twiddlers syndrome. The associated device was deactivated until the electrode can be repositioned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous electrode oversensed the t-wave resulting in an inappropriate shock. The patient was brought into the clinic and x-ray imaging confirmed that the electrode had dislodged just below the left diaphragm. The physician suspects twiddlers syndrome. Surgical intervention was performed and the electrode was explanted and replaced without incident. The asset has been modified from (B)(4).